Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump during an infusion set change. The customer's blood glucose level was 124 mg/dl. It was stated the insulin pump became stuck in a rewind complete/bolus delivery loop. It was also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap was flush. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.